Event description:
It was reported that when the patient presented in the clinic for follow-up on (B)(6) 2017, premature battery depletion was observed upon device interrogation. The device showed battery longevity of 2.5 years remaining on (B)(6) 2016 and it reached eri on (B)(6) 2017. It was also noted that the patient did not feel the vibratory patient notification alert for device at elective replacement indicator. The vibratory notifier was working fine during previous follow-up. The device was explanted and replaced. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
No conclusion code for the alarm/notifier was available final analysis found that the reported event of premature battery depletion could not be confirmed. The longevity calculation of the device was checked using a device image and was noted to be within expected estimates. The reported complaint of the patient notifier was confirmed but the root cause could not be determined.